Event description:
The manufacturer received information alleging the device fell off nightstand, service required message upon startup. There was no report of patient harm or injury. Medical intervention was not specified. The device was returned to the product investigation laboratory for evaluation. During the investigation, the manufacturer observed corrosion on iso tube, mineral deposits throughout the device and dust contaminate in filter port. There was also a thermal event on the pca, which caused the q3 chip to blow. There was also corrosion on both side of the pca which is likely consistent with water ingress on the pca. The manufacturer was unable to address the complaint. The device has been scrapped.